Manufacturer narrative:
Visual analysis of the photographs identified. Rupture: not observed. Pain: unable to observe, since it is not related to the device. Bruising: unable to observe, since it is not related to the device. Anxiety-product/procedure: unable to observe, since it is not related to the device. Capsular contracture: unable to observe, since it is not related to the device. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24jan2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Patient reported left side bruising and pain. Healthcare professional later reported capsular contracture, baker grade iii and rupture via MRI. Device remains implanted.